Event description:
It was reported that an increased intra-peritoneal volume (iipv) high drain alarm occurred on a homechoice (hc) machine during use, patient was not connected. The technical service representative (tsr) explained the alarm to the care giver (cg). The tsr arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new hc arrived. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A trend review will be conducted. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.